Event description:
The patient was to have a biopsy of a gluteal mass. After the biopsy device was fired, the needle end splayed out. Another set up had to be used. The patient was not harmed.====================== health professional's impression======================defective needle====================== manufacturer response for full core biopsy instrument, biopince======================requested return of device for analysis